Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for observation with a blood glucose (bg) level of 160 mg/dl; cause was unknown. Customer was treated with a manual injection of insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.